Event description:
It was observed, during the device inspection. That the video system center had a worn out lock latch on the video connector, causing image loss. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation and the information provided, it is presumed that the cause is that due to failure of the lock lever of the video connector, connection with the scope is poor. However, a definitive root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.